Event description:
It was reported by the affiliate that the device was used during a lobectomy. Only one side of the staple line stapled the vessels. The device cut without problems. The case was completed using a same like device. There was no consequence to the patient.